Event description:
The customer reported that an employee got peroxide on their hands when removing the load from the unit. The customer stated that the contact site appeared to have white discoloration and felt "tingly". The customer did not seek medical attention and potential treatments. The asp field service engineer (fse) went to the facility to asses the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse ran all functional tests on system. The fse ran empty test cycle and verified that system meets specifications. There were no issues found with the unit.